Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. The customers blood glucose (bg) level was impacted (250 mg/dl). The contact stated that a correction bolus would be taken to stabilize bg level. It was indicated that the customer would use backup pump as alternate insulin therapy.